Manufacturer narrative:
The technician found the roll pin connecting the brake pedal to the brake tube was broken. The technician replaced the roll pin and adjusted the casters to repair the bed.

Event description:
Information received indicates the casters will roll and ratchet when the brake is engaged.